Event description:
It was reported that (1) device was used during a esophagectomy. It was reported by the affiliate that the sc6s instrument tissue pad fell into the patient (pad was retrieved). Another instrument was used to complete the case.